Event description:
Boston scientific received information that this device declared elective replacement indicators (eri) due to extended charge time measurements. Technical services discussed replacement recommendations. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.